Event description:
It was reported that "the window trial stripped off of the trial handle upon removal. The trial stayed in the pelvis and had to be pulled out with a vice grip".

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete any additional info will be reported in a supplement.